Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
A cemented cr triathlon knee with a cs insert was revised for tibial baseplate loosening. Upon removal of the components it became apparent that a posterior portion of the tibial insert had fractured off in site.

Manufacturer narrative:
Device was returned. An event regarding fracture involving a triathlon insert was reported. The event was confirmed by material analysis and medical review. Method and results: -device evaluation and results: material analysis of the returned insert concluded that the posterior end of the lateral condyle of the insert fracture, consistent with edge loading from the femoral component. Burnishing, scratching, delamination and third-body indentations were observed on the articulating surface of the insert. These are common damage modes of uhmwpe. Damage consistent with the explantation process was observed on the distal and anterior surfaces of the insert. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: medical review of the x-rays provided concluded that excessive posterior slope of baseplate has contributed to flexion instability of the arthroplasty causing overload on the posterior baseplate section that started to migrate in further posterior tilt due to the suboptimal cementation of the baseplate keel. A morbid obesity of the patient may have accelerated the loosening process with overload and fatigue fracture of the posterior baseplate section as evident from the mar. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: material analysis has confirmed that the posterior end of the lateral condyle of the insert fractured which is consistent with edge loading from the femoral component. Medical review concluded that baseplate malposition has contributed to flexion instability causing posterior overload on the insert. This was further added to by increased posterior migration due to suboptimal cementation of the baseplate keel. The patient's morbid obesity may also have accerlated the baseplate loosening process and added to the overload and subsequent fracture of the insert. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A cemented cr triathlon knee with a cs insert was revised for tibial baseplate loosening. Upon removal of the components it became apparent that a posterior portion of the tibial insert had fractured off in site.